Event description:
It was reported that the pulse generator exhibited backup operation. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that the pulse generator was in backup vvi mode. After the product code was downloaded, normal function ensued. Neither thermal nor mechanical stress testing caused the backup operation to recur.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.